Manufacturer narrative:
A review of the device¿s serial number history identified no similar complaints. The failure mode was confirmed. The failure was determined to be due to an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi occlusion calibration value from . A review of the device¿s serial number history identified no similar complaints. The failure mode was confirmed. The failure was determined to be due to an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi occlusion calibration value from 259 to 250. Subsequently, the device passed the 30 psi occlusion pressure test. A CAPA was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson the pump failed the 30 psi occlusion test, the failing value was not reported. No patient involvement was reported.